Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a no delivery alarm was received and has experienced high blood glucose of almost 500 mg/dl at the time of incident. Troubleshooting found that drive support cap was normal and no air bubbles but customer declined to check all of their programming and settings. The customer indicated that once the tubing clamp is received, they would call back to further troubleshoot. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change entire set, reservoir and insulin and treat per doctor's instruction.